Manufacturer narrative:
During use of a tempo catheter it was reported that the catheter broke in the vessel. There was no harmful outcome for the patient. The distal tip was safely retrieved. A superficial femoral artery angioplasty performed. The catheter snapped during the procedure leaving the distal extent of the catheter within the artery. The vascular sheath was removed as the proximal aspect of the catheter tip was ¿lying proud of the skin.¿ the catheter tip was removed over a guidewire. The patient was informed. Multiple attempts to gather additional patient and procedural information have been made and have been unsuccessful. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without return of the device for analysis, the reported ¿catheter body/shaft - separated-in patient¿ could not be confirmed and the exact cause could not be determined. With the limited information available for review at this time, it is not possible to determine what factors may have contributed to the event reported. The DHR does not suggest that the reported separation could be related to the design and manufacturing process of the device; therefore no corrective action will be taken at this time.

Manufacturer narrative:
Additional information was received and noted the following. The patient is a (B)(6) male. The target lesion location was a distal right superficial femoral artery occlusion. The products were properly inspected and prepped and no anomalies were noted. An antegrade approach was made from the right common femoral artery. A cordis sheath was inserted and due to the patient size, there was a bend in the slight sheath from skin puncture to vessel entry. The sheath was not kinked. There was no difficulty accessing the lesion with a guidewire (terumo). There was no difficulty advancing the catheter through the sheath or over the guidewire to get to the lesion. The occlusion was very calcified. A slight twisting action was required, but no excessive force was used. The catheters intended use was to exchange from the hydrophilic wire that had crossed the occlusion to a standard (more stable) wire. The catheter snapped before we were able to advance the catheter across the occlusion. Once the catheter was removed as the tip was lying above skin level, the sheath was reinserted over the hydrophilic guidewire and the occlusion was crossed with a competitor¿s balloon. Stenting proceed without complication. There was no injury to the patient. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Conclusion has been updated with additional information received. During use of a tempo catheter it was reported that the catheter broke in the vessel. There was no harmful outcome for the patient. The distal tip was safely retrieved. There was no injury to the patient. The target lesion location was a ¿very calcified¿ distal right superficial femoral artery occlusion. An antegrade approach was made from the right common femoral artery. The products were properly inspected and prepped and no anomalies were noted. A cordis sheath was inserted and due to the patient size, there was a bend in the sheath from skin puncture to vessel entry. The sheath was not kinked. There was no difficulty accessing the lesion with a guidewire (non-cordis). There was no difficulty advancing the catheter through the sheath or over the guidewire to get to the lesion. A slight twisting action was required, but no excessive force was used. The catheters intended use was to exchange from the hydrophilic wire that had crossed the occlusion to a standard (more stable) wire. The catheter ¿snapped before we were able to advance the catheter across the occlusion¿. The tip was lying above the skin and the catheter was removed. The sheath was reinserted over the hydrophilic guidewire and the occlusion was crossed with a different balloon catheter. Stenting proceeded without complication. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without return of the device for analysis, the reported ¿catheter body/shaft - separated-in patient¿ could not be confirmed and the exact cause could not be determined. Based on the information available for review, there are vessel characteristics (heavy calcification, occlusion) and procedural factors (bend in the sheath from skin puncture to vessel entry) that may have contributed to the difficulty experienced by the customer. Neither the information available nor the DHR suggests that the reported separation could be related to the design and manufacturing process of the device; therefore no corrective action will be taken at this time.

Event description:
During use of a tempo catheter, it was reported that the catheter broke in the vessel. The distal tip was safely retrieved. A superficial femoral artery angioplasty performed. The catheter snapped during the procedure leaving the distal extent of the catheter within the artery. The vascular sheath was removed as the proximal aspect of the catheter tip was lying proud of the skin. The catheter tip was removed over a guidewire. The patient was informed. No harmful outcome for the patient. Please note that multiple attempts to gather additional patient and procedural information have been made and have been unsuccessful.

Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.